Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel perforation occurred. The target lesion was located in the mid right coronary artery (rca). A crossboss catheter was used. During the procedure, a crossboss was used with a non bsc wire and a non bsc 8fr guide catheter to enter the mid rca. When a lost wire position was noted the physician re-entered the rca and re-used the crossboss. When the devices crossed the lesion, they took a cine view and noticed a moderate amount of contrast extravasation in the mid rca territory and an echo was done to confirmed a vessel perforation. Patient was sent to operating room to seal the perforation and drain the excess material. No further patient complications were reported and patient tolerated it well and was doing okay.